Event description:
Had surgery on their back [back surgery]. Case narrative: initial information received on 27-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves 59 years old female patient who had surgery on their back while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. In 1980, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) of strength: 48mg/6ml once (with an unknown dose, route, expiry date and batch number) for bilateral primary arthritis of the knee. Synvisc-one has been discarded and lot number is unknown. Information on batch number and expiry date cannot be requested. In 2017 the patient had surgery on their back (spinal operation) (approximately 37 years latency) and she thought that the synvisc one injection they had was in the 1980s. The reporter had limited information about the event. The consumer said that she would go to a different provider, and would not be going to her current orthopedic surgeon much longer. At the time of the report, synvisc one was discontinued. Action taken: not applicable. At time of reporting, the outcome was unknown for the event. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant. A product technical complaint (ptc) was initiated on 27-nov-2023 for synvisc one. Batch number; unknown global ptc number: 100380568. Sample status of ptc was not available, and ptc stated preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 29nov2023). Investigation (em 04dec2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 04-dec-2023 with summarized conclusion as no assessment possible additional information was received on 27-nov-2023 from quality department: ptc details with global ptc number and suspect strength added. Text was amended accordingly. Additional information was received on 04-dec-2023 from quality department: ptc complete details added. Text was amended accordingly.